Manufacturer narrative:
Additional information was obtained: was a leak confirmed? Yes, it was. Was it able to be determined if the staples were deployed into the tissue? Yes, it was able to determine. The staples were in the tissue but not fully closed or not closed at all. See the pictures sent in first emails. If yes, were any staples missing from the staple line? Probably not. If the device deployed staples, what was the shape of the staples (b-formation, irregular, legs straight)? Mixture of not fully closed b shape, irregular and legs straight. Were the staples lying in the surgical field? Not noticed, probably not. Please provide details as to why the anastomosis opened. Because the tissue had very little, poor supposed of the staples. Did the post-operative care change based on the issue? Not known. What is the current status of the patient? He is home with protective ileostomy, the anastomoses is healing with the support of sutures. Photographic analysis: the photo provided shows 6 staples over a white surface, from left to right the first 3 staples appear to be not properly formed the remaining 3 staples look to be partially formed. The formations of the staple legs are indicative of an incomplete firing stroke. What caused the incomplete firing stroke could be one of three possibilities: not squeezing the handles plastic to plastic, not having the orange indicator within the green zone during firing, off center loading of the tissue within the device whereby the knife contacts the anvil and doesn¿t allow the staples to completely form, typically on one side of the cut. The exact root cause is unknown and cannot be determined from the photos. Based on the picture alone no conclusion could be reached as to how the reported event occurred.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: malignant tumor of the rectum indicated for laparoscopic lar; was the device difficult to close: no, the stapler was closed normally; was the device difficult to fire: yes, a little bit; were the donuts inspected, if so, please describe: yes, the donuts were ok; was washer inspected for a complete cut, if so, please describe: I can't answer that question as the team doesn't exactly remember; was a leak test done intra-operatively, if so, what were the results: no, it was not; where within the green range was the device fired: yes, it was positioned right in the middle of the green range; how was second anastomosis created: that part with the dehiscence was hand sewed; please provide any additional information regarding ¿staples in the tissue which were no fully closed.¿: n/a; how was the anastomotic leak identified: approximately third day post op by - temperature and other markers of the patient; what is the current patient status: not known.

Event description:
It was reported that during a low anterior resection procedure, the operator fired the circular stapler and he noticed the sound was different than he normally experience. But anastomoses seemed fine so he finished the operation. After four days, the patient has to go reoperation because of anastomotic leak. Operator found staples in the tissue which were not fully closed. He created another anastomoses. One device was discarded.